Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/08/2014 with the following findings: the reported issue could not be adequately investigated due to the occurrence of a cs-078 call service alarm on each attempt of the rewind function; no conclusions could be determined in regards to the reported issue. Evidence of voltage drops and short battery life was observed in the black box data. The battery compartment was observed to be cracked from the threads to the case seal. Evidence of moisture damage was found on the underside of the battery cap. The pump powered on with the returned battery cap, which was unable to secure to the pump per the instructions for use (IFU). The idle and sleep function current draws were found to be within the specifications; rewind and load function current draws could not be obtained due to the cs-078 call service alarm. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and further evidence of moisture damage was found on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).